Event description:
It was reported, the patient lost stimulation after a fall. Follow-up indicated the lead was repositioned. When stimulation was postoperatively turned on the patient reported abdominal pain. X-rays revealed no anomalies. The patient's physician suspects pain will subside. The patient is now receiving stimulation in the proper location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.